Event description:
It was reported that the patient underwent surgery on (B)(6) 2005 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation due to symptomatic uterine fibroid, abnormal uterine bleeding, rectocele, and mixed incontinence.

Manufacturer narrative:
Date sent to the FDA: 05/05/2016.

Manufacturer narrative:
(B)(4) - it was reported that the patient had a partial vaginal hysterectomy concurrently with mesh implantation. It was reported that due to vaginal pain, mesh exposure/erosion, bleeding and dyspareunia, patient underwent the following procedures on (B)(6) 2011 mesh trimmed, (B)(6) 2005 mesh revision, and (B)(6) 2011 mesh removal.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.